Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d, (B) (4)), defibrillation, transvenous, and coronary sinus leads were explanted due to an infection. A physician further determined that the pocket became infected due to a skin biopsy performed near the device site. It was later reported by the patient's family that the patient received antibiotics for the infection and, after the explant of this crt-d, an external pacer was used. Two days later, a new boston scientific crt-d was implanted. The patient's family further reported that the patient subsequently died due to complications related to the infection and noted that they thought the second device had been implanted too soon after removal of the first device.

Manufacturer narrative:
Further communication from the boston scientific field representative revealed that there were no physician-related allegations made against this device. It was also noted that since this patient was pacer-dependent and had been cleared for a new implant after receiving antibiotics, the physician had elected to implant a new system. It is unknown at this time whether the device was explanted or buried with the patient. Should additional information become available, this event will be updated.